Event description:
Caller alleged discrepant inratio inr result in comparison to the physician's point of care (poc) inr results. Results are as follows: date: (B)(6) 2014, inratio inr: 2.4, physician's poc inr: 5.0 and 4.5, therapeutic range: 2.0 - 3.0. The time between testing was within three (3) hours. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the product was not returned for investigation and the lot number was not provided. Further investigation cannot be pursued because there is no lot number.